Event description:
The navigator mapcath stylet reportedly broke while in the patient's chest. The navigator would not function, so the wire was removed and then discovered it was broken. It was pulled out from open and of PICC. The patient involved was not harmed.

Manufacturer narrative:
There was no report of injury. It is not clear what may have caused the stylet to break. The sample was tested to 41.2n which is greater than any force expected in the clinical setting.